Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. No damage was found on the lcd isolation tape noted. The insulin pump had with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery alarm and after the battery was changed out, the display turned blank. Customer's blood glucose was unknown. During troubleshooting, found the battery compartment, the spring was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.